Event description:
It was reported from the physician that the reason for the increase in seizures was because the battery was out. He also noted that the increase in seizures was above pre-vns baseline levels. No additional information was provided.

Event description:
Clinic notes dated (B)(6) 2014 note that the patient continues to have daily seizures. The device output current was increased to 1.5ma. It was noted that the plan was to see if the patient responds to the increase in device settings and follow-up in 3-4 months. Clinic notes from surgeon's office note that the patient continues to have multiple seizures per day. It was noted that the generator battery is not working and needs to be replaced. No known surgical interventions have been performed to date.

Event description:
It was reported that the patient's generator was replaced on (B)(6) 2015 due to battery depletion / unable to interrogate device. The device was discarded after surgery and will not be returned for analysis. Follow-up from the physician showed that the patient's increase in seizures was above pre-vns baseline levels. The physician noted that the battery was not working causing the increase in seizures and need for the battery change on (B)(6) 2015.